Event description:
It was reported that the "fiber cap detached ("was removed with no problems") at 72,000 joules." The procedure was completed with a "turp." The outcome was reported as "no injury to patient."